Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint devices were received and evaluated. Two devices were received with no identified lot number, therefore we cannot distinguish which one is linked to the reported lot number. The first needle came without the silicon tube and without the implant. The silicon tube for the second needle was pinched in the middle, and the implant was not on the needle. The reported failure of the implant being stuck to the needle cannot be confirmed as the returned devices did not have the implant. No structural anomalies were observed on either of the needles. Without having the gun used in the procedure to examine, a possible hypothesis for the reported failure is after the first implant was fired, the needle possibly hit a bone or an object, resulting in the silicon tubing moving/pinched and in the second implant not being deployed as intended. It cannot be determined at what point in time this failure occurred. We cannot discern a root cause for this failure as this is an anomaly. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of (B)(4) devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the anchor jammed on the device. He used an anchor of another lot. See affair (B)(4). See also manufacturer report number: 1221934-2018-54434.